Manufacturer narrative:
The production lot # was not provided by the user facility, which prevented a meaningful review of the device history record. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. This report is for the second device reported. The related MDR number for the first device used on the same patient can be found in section h10.

Event description:
The user facility reported that the procedure required a right common femoral access was performed on (B)(6) 2024. A right common femoral angiogram was obtained through a micro puncture sheath on initial entry into the artery, with no complications during sheath insertion. An angio-seal was prepared and deployed in standard fashion, and proper deployment was confirmed with ultrasound. On (B)(6) 2024, a right common femoral artery pseudo-aneurysm was identified. Ultrasound of the area showed the angio-seal anchor and collagen plug in the right common femoral artery pseudo-aneurysm. On (B)(6) 2024, left common femoral arterial access was obtained with micro puncture using ultrasound for the repair of the right common femoral artery pseudo-aneurysm. An angio-seal was deployed for left common femoral artery hemostasis. On (B)(6) 2024, a second pseudo-aneurysm was identified on the left common femoral artery. Ultrasound showed anchor deployment in the left common femoral artery pseudo-aneurysm, and a thrombin injection was performed. The patient was stable post-procedure as per the doctor. Additional information was received on 16 dec 2024: two angio-seals were used on the same patient, one for right common femoral artery closure and one for left common femoral artery closure. Both angio-seal devices failed and appeared to be in pseudo-aneurysms on their respective sides. The dates of events are as follows: (B)(6) 2024: right femoral artery (rfa) closure with 6fr angio-seal. (B)(6) 2024: rfa pseudo-aneurysm identified. Ultrasound imaging showed angio-seal anchor in the pseudo-aneurysm. (B)(6) 2024: left femoral artery (lfa) access for rfa pseudo-aneurysm repair. Lfa closure with 6fr angio-seal. (B)(6) 2024: lfa pseudo-aneurysm identified with ultrasound. Thrombin injection administered to the lfa site of interest.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential pseudoaneurysm requiring surgical intervention. The exact root cause cannot be determined. The device history record was unable to be reviewed since a valid lot number was not identified. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).